Event description:
It was reported that the customer had high blood glucose levels of 200 mg/dl. The customer reported that the insulin pump alarmed no delivery. The customer reported changing out the infusion set four times and did a manual prime but got another no delivery alarm from the insulin pump. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did exit. The customer would like to stop troubleshooting since he has tried everything and the insulin pump is still not delivering. The customer would like to have the insulin pump replaced. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.